Event description:
Upon evaluation of the product, it was observed that the pouch that contained the fluid warmer cassette was damaged which could cause fluid warmer cassette contamination.

Manufacturer narrative:
Results: damaged packaging.